Event description:
The customer reported the ventilator shut down and restarted with alarm while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician reported the ventilator did not transition over to backup battery when ac power was disconnected. The service technician reported the backup battery would not charge. Review of the device diagnostic history noted multiple occurrences of when the ventilator was powered on via ac power it displayed a message 'backup battery not connected', indicating the backup battery was not detected during power on self test due to a low capacity for use. The diagnostic log history also indicated a 24/+-12v power fail occurrence. The service technician replaced the backup battery to address the findings. Applicable final testing was completed and tests passed to operating specifications. Proper care, maintenance and testing should be performed when using battery power sources.